Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customers insulin pump had scratches making it difficult to read at times. Customer stated that the act button was sticking and had a button error. Customer mentioned having to restart the rewind to complete the sequence and also mentioned no delivery alerts. Customer declined to speak to helpline.